Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that the blade created a larger incision and popped out of incision during cut testing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event of blade whip was confirmed. A crest-to-crest failure likely contributed to this event, which may cause functional issues including problems with blade whip. A drive link loose on the blade mount base was also discovered, which can contribute to blade whip and other sag head and blade mount issues that can affect device functionality.

Event description:
The system 6 sagittal saw was sent for service and during failure analysis it was noted that the blade created a larger incision and popped out of incision during cut testing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. (B)(4): failure analysis is in progress; additional information will be submitted once the quality investigation is completed.